Manufacturer narrative:
H10: manufacturing review: a device history record review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and nine months of post deployment, a computed tomography of abdomen and pelvis was performed for generalized and unspecific abdominal pain. The study showed that there was a bard denali inferior vena cava filter in place. The superior tip of the filter which was positioned 1 cm inferior to the right renal vein and the filter appeared to be intact without evidence of fracture. There was no significant mediolateral or anteroposterior tilting of the filter and there was no evidence of an embedded filter tip. Also, there was no evidence of inferior vena cava thrombosis. The study also showed that there were twelve filter struts present and the 12:00 position strut appeared outside the inferior vena cava which was in contact with the posterior aspect of the duodenum. This represented a grade 3 perforation. Also, there was a 4:00 position filter strut which was positioned 4 mm outside the inferior vena cava wall and there was a well delineated fat plane seen between this filter strut and the inferior vena cava wall. This represented a grade 2 perforation. Also, three additional filter struts appeared to be positioned outside the inferior vena cava wall, but without any intervening fat plane between these struts and the inferior vena cava wall. This represented grade 1 perforation. The remaining struts appeared to be contained within the inferior vena cava. Around six months later, through the right internal jugular vein approach, the bard denali inferior vena cava filter was removed. The right internal jugular vein was accessed, and a 14-french sheath was advanced. A pre-retrieval imaging showed the filter was in an infra renal inferior vena cava. Then, the hook of the filer was captured into the sheath and grasped with the ensnare. The entire intact filter was removed using 6 lbs of force with gentle traction without use of the excimer laser. Post retrieval inferior vena cavogram demonstrated slight residual spasm at the prior site of the filter legs. However, the retrieval of the inferior vena cava filter was complex because of the technical difficulty of the procedure resulting from the embedded nature of the filter and the effects on the inferior vena cava, requiring substantial additional physical and mental effort. Therefore, the investigation is confirmed for perforation of the inferior vena cava and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful perforation of the inferior vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for an unknown reason. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device was removed. The patient experienced chest and abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for an unknown reason. At some time post filter deployment, it was alleged that the filter perforated the ivc. The device was removed. The patient experienced chest and abdominal pain. The current status of the patient is unknown.